Manufacturer narrative:
Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. Medical assessment: this case reported complication of insertion due to a deployment issue with detachment and misuse where catheter was cut. These events are possible undesirable events with the use of essure and are not necessarily indicative of a quality defect. No additional ae case reports have been received to date in relation to batch number b94876. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect." Based on the information available, there is no reason to suspect a quality defect.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(4) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced the adverse events as described below. Essure insertion procedure was performed in (B)(6) 2014 for contraception and lot number used was b94876. Physician reported detachment issue. The device would not detach from the inserter and the doctor had to leave the patient in the room while a staff member went to the hospital and obtained a pair of hysteroscopic scissors. She was able to cut the insertion catheter with the scissors. Physician didn't have any additional information. Follow-up information was received on (B)(4) 2014. Patient's initials, date of birth, weight and height were provided. Concomitant condition included obesity (bmi (B)(6)). She denied any previous gynecological interventions, gynecological problems or procedures, and any relevant medical history. She was not on postpartum state at the time of essure insertion. Local analgesia was applied during insertion. The insertion was considered intermediate difficulty due to tight tubal os. The visualization of the tubal ostium was easy. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. The physician medically confirmed the events. She was complaining of discomfort. She was taken to operating room for hysteroscopy for excess coil removal. No hospitalization was required. No further information was provided.